Manufacturer narrative:
H.6. Investigation summary: one 3ml integra syringe in a fully sealed blister pack, confirmed to be from batch #9001856 (p/n 305270), and one opened empty blister pack from the same batch were received. The samples were visually evaluated. No defects were observed with the syringe or needle. The one syringe was tested for leakage past stopper and at luer per procedure. No leakage was observed during the testing. No defects found with the returned sample. The reported defect was not identified in the sample received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred during use with a syringe integra 3ml w/ndl 25x1 rb. The following information was provided by the initial reporter, "it was reported that shingles vaccine was leaking from syringe. Patient received a second dose." 1 of 2 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe integra 3ml w/ndl 25x1 rb. The following information was provided by the initial reporter, "it was reported that shingles vaccine was leaking from syringe. Patient received a second dose." 1 of 2 complaints.